Manufacturer narrative:
A united states customer contacted siemens customer care center. The customer gave siemens permission to connect to the dimension vista 500 instrument to perform troubleshooting. Siemens remotely checked the units of measurement, intercepts, and correlation factors and noted the customer was using incorrect qc ranges and entered the incorrect correlation factors for high-sensitivity troponin I (tnih). Siemens informed the customer of the issue, verified the correct measurement units (ng/l), and corrected the qc level 1 and qc level 3 ranges as requested by the customer. The correlation factors were corrected to reflect the correct values. Siemens also determined that the samples described were ran as serum. The customer's practice of running patient samples when tnih qc was out of range is a use error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer informed siemens that they released patient results while high-sensitivity troponin I (tnih) quality control (qc) was out of range on the dimension vista 500 instrument. The customer did not consider the patient results to be discordant. There are no reports of patient intervention or adverse health consequences due to the customer releasing patient results while tnih qc was out of range.